Event description:
The customer reported that the device displayed configuration lost and the error code 10004 (defib timeout). Error code 10004 is accompanied by the message/instruction cycle power and the device halts. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device displayed configuration lost and the error code 10004 (defib timeout). Error code 10004 is accompanied by the message/instruction cycle power and the device halts. There was no report of pt involvement or adverse pt impact. Philips advised the customer to order and replace the control pca to resolve this issue. The customer later reported that they had replaced the control pca and also reported that the device was displaying the error code 90005 (time fall). The customer sent the device to philips for completion of this service event. Philips found that the control pca installation had not been fully executed by the customer. Philips completed the control pca installation (software installation, time, and option setting). The reported malfunction was resolved by replacement of the control pca.